Manufacturer narrative:
The investigation has determined that a lower than expected vitros intact pth (ipth) result was obtained from a non-vitros biorad quality control processed using vitros immunodiagnostic products intact pth reagent lot 1621 on a vitros 5600 integrated system. A definitive assignable cause could not be determined. As vitros ipth lot 1621 was a new reagent for the customer at the time of the event, no historical qc results were available for evaluation and a reagent related issue cannot be ruled out as a contributor of the event. Additionally, continual tracking and trending indicates a possible performance issue with vitros ipth reagent lot 1621. Ortho has initiated an investigation (ci 513305) for lower than expected results obtained from multiple vitros ipth reagent lots tested on multiple vitros instrument platforms. Within run precision testing was not processed on the vitros 5600 system and an instrument related issue cannot be entirely ruled out. However, historical qc results for the customer¿s previous lot of vitros ipth reagent in combination with the vitros 5600 system were within expectations indicating that an instrument related issue is not likely a contributing factor of the event. Email address for contact office above is (B)(6).

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a lower than expected vitros intact pth (ipth) result was obtained from a non-vitros biorad quality control processed using vitros immunodiagnostic products intact pth reagent lot 1621 on a vitros 5600 integrated system. Biorad lot 64940 level 2 result of 130.83 pg/ml vs an expected result of 187.20 pg/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected vitros ipth result was from a quality control fluid and was not reported from the laboratory. The customer made no indication that any patient sample results had been affected. However, the investigation cannot conclude that patient samples would not be affected if the event were to reoccur undetected. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).

Event description:
This supplemental MDR was created to update the root cause of the lower than expected vitros ipth results. In addition, the ipth issue was reported as a class ii recall and a communication was sent to customers. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).

Manufacturer narrative:
This supplemental MDR was created to update the root cause for the lower than expected vitros ipth results. Ortho's investigation has identified the root cause of this issue stems from a raw material used in the affected lots. A communication (cl2022-275) was sent on 17 november 2022 to all customers who have been shipped vitros ipth reagent pack within the previous 12 months. The communication informed customers that when performing patient sample testing using the affected ipth lots (1610, 1621, 1630, 1640, 1645, 1650, 1670), customers may experience an average negative bias of approximately -12%. The communication indicates that when using the affected lots of vitros ipth reagent pack intraoperatively, patient samples should be tested using the same reagent lot and qc material for baseline and throughout the procedure. When performing patient sample testing using the affected lots of vitros ipth reagent pack, adjust your laboratory¿s reference interval by -12%. In addition, a variable negative shift in performance was also confirmed using biorad liquicheck/lyphocheck specialty immunoassay controls and thermo scientific mas omni immune immunoassay controls when compared to their published assigned values. Ortho has assigned new mean and sd values for available biorad and thermo fisher control lots for use specifically with the affected lots listed in the communication. Ortho is in the process of manufacturing new reagent lots with an anticipated release in december 2022. Until a new lot of vitros ipth reagent pack is available, be aware that the potential exists to observe negatively biased results when using the affected lots of vitros ipth listed above. The FDA was notified of this issue on 17 november 2022. Please refer to report #3007111389-11/17/2022-001-c.